Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the erc, the event occurred in united states. Livanova field service engineer confirmed the issue, and to solve it, the affected device has been replaced with a new clamp. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since manufacturing date. A review of complaints database did not identify any trends associated with this type of fault. Based on the available evidence, the most likely root cause is associated with progressive wear of the electro mechanical device. This wear could have been initiated or accelerated by specific use conditions at the customer site, including situations that may be unintended, occasional, or not consistently repeated such as unexpected movements or accidental liquid penetration that can produce cumulative effects over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the electronic remote clamp erc installed on s5 hlm system showed an error message indicating that the device was defective. There was no patient involvement.